Event description:
The customer reported to olympus, the light source front panel was damaged. The customer did not know how but the front casing was smashed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the power switch was pushed inward and the spare lamp was missing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the top cover and bottom panel had rust. The power switch at front was damaged with a cracked protective cover. Air pressure fluctuated due to worn out air joint unit, connector socket and mount unit. The customers halogen lamp was bad. Air pressure was low due to faulty air pump unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the cause of the damaged power switch and cracked cover was not established. Olympus will continue to monitor field performance for this device.